Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they were using a chainsaw they "felt a little weird" and when they stepped away went back to normal. The ipg remains in use. No further patient complications have been reported as a result of this event.